Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, during evaluation of the blood glucose monitor, it was found that the monitor would not turn on. It was found that the monitor's lcd has heat damage to the bottom left corner and back side along with black marks/arc damage to the pcb, satellite board, capacitor (c230), battery contacts and the plastic housing surrounding the battery compartment. The damage observed within the meter was causing the power defects. These findings are consistent with damage induced by microwave exposure/esd stress to the meter. All meters are confirmed for functional testing before being shipped from the manufacturer indicating that the damage observed to the meter was a result of product mishandling by the customer. Failure analysis determined that the damage was a result of customer mishandling.